Manufacturer narrative:
Device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
A patient received a tiny right apical pneumothorax during a superdimension enb procedure. No further details are known. If additional information is obtained a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medical or surgical intervention was required and the patient was hospitalized. No further information is known.